Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii", "device migration/implant malposition", "suspected/actual rupture/deflation", "wrinkling/rippling", "change shape/size/style" via national breast implant registry (nbir). Patient underwent capsulectomy. This record is for the right side. Device was explanted.